Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc.

Event description:
(B)(4). The dentist reported that 1 month after the dental implant was installed in intraoral region #7, it was verified its non- osseointegration. Thirty six ncm of primary stability was achieved and immediate load was performed. The patient presented bone type iii and bone graft was executed.